Event description:
As reported by a healthcare professional on (B)(6) 2015, a consumer reported to experience a corneal ulcer while using air optix toric lenses. No additional information available at this time.

Manufacturer narrative:
The complaint sample was not returned for evaluation. The historical complaint data and trend related to serious adverse event complaints for lotrafilcon b product has been reviewed and did not indicate any adverse trend. The root cause could not be determined. (B)(4).